Event description:
While starting 3 IV's rn noticed that the ceter extension tubing was leaking despite tightening at the hub. Manufacturer response for baxter one-link catheter extenstion set, one-link catheter extension set (per site reporter). Unknown.